Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed. Device has been explanted.

Event description:
Patient reported left side deflation. Healthcare professional confirmed. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, observed void >1 mm in non-textured valve-to shell-bond area, and a curved opening on posterior. Leak test and microscopic analysis were performed which identified a striated opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on posterior assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Patient reported left side deflation. Healthcare professional confirmed. Device has been explanted.